Event description:
During the course of said surgical procedure, pt was intubated. During the course of the attempted procedure, the bd bard parker protected disposable scalpel being used by the physician broke into multiple pieces, causing further injury and internally and externally to the neck and throat of plaintiff and requiring further surgical intervention.